Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display. The customer's blood glucose level was 400mg/dl. Troubleshoot was conducted and the pump display remained blank. The customer was advised the pump would be replaced and returned for analysis. Troubleshoot for the highs could not be conducted.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump powered up properly and no blank display noted. No damage was found on the lcd isolation tape during our visual inspection. No unexpected powering off noted during our testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker and scratched reservoir tube window.